Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. The instructions for use that accompany the device caution that there should be a maximum of 1 cm tissue thickness over the valve mechanism to facilitate the reading and setting of the valve. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was not responding to post-operative pressure control.